Manufacturer narrative:
(B)(4). Per lake region report: (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428151. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product is expected, but it has not been received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The enterprise vrd was used in an emergent off-label indication to assist with the mechanical thrombectomy of a basilar artery thrombosis with occlusion in a patient that was obtunded, not following commands and intubated due to inability to protect her airway. The stent was only partially deployed across the thrombus and additional imaging revealed no patency across the thrombosed region. The stent was then recaptured and removed from patient's circulation. The patient's condition continued to deteriorate until her death; causes of death were likely the basilar artery thrombosis and a saddle pe. Prior to use of the enterprise, suction thrombectomy with a penumbra device was performed revealing a fragment of clot followed removal of a 4mm segment of heart clot removed by a merci device with no further patency within the basilar artery. It was noted that during the additional attempts to remove the clot, the right vertebral artery at the v2/v3 region had gone into spasm and 6 milligrams of intra-arterial nicardipine was injected. It was reported as most likely related to the use of the merci device. The final outcome was minimal opening of the basilar artery in the posterior region filling into the posterior cerebral artery. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01428151. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the involved lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As outlined in the IFU, the indicated use of the enterprise vrd is to prevent coils from protruding out of a wide necked aneurysm into the parent artery. With review of the available information there is no indication that there were any device performance issues related to the inability of the off-label use to restore blood flow through the thrombus occluded basilar artery. Therefore, no corrective actions will be taken at this time.

Event description:
An enterprise stent system (enf452812/01428151) was utilized in an emergent off-labeled indication to assist with the mechanical thrombectomy of a basilar artery thrombosis with occlusion. The stent was only partially deployed across the thrombus and additional imaging revealed no patency across the thrombosed region. The stent was then recaptured and removed from patients' circulation. Additional attempts were made to remove the clot from the affected vessel with a merci device, without progress, besides the fact that posterior wall of the basilar artery was filling in the late phase and the pca could not be visualized. It was noted that during the additional attempts to remove the clot, the right vertebral artery at the v2/v3 region had gone into spasm and 6 milligrams of intra-arterial nicardipine was injected. Impression at the end of the case indicated suctioned/merci retrieval thrombectomy as well as partial stent deployment and retrieval led to minimal opening of the basilar artery in the posterior region filling into the pca. However, the patient's condition continued to deteriorate, and the patient expired the following day, with the causes of death likely the basilar artery thrombosis and a saddle (pe) pulmonary embolism.